Event description:
Patient had PICC (peripherally inserted central catheter) in right arm which was hard to flush. PICC rn called to bedside to assess line. PICC rn flushed line until it flushed with ease, positive blood return from both ports. Patient's arm was noted to be swollen 2.5 cm larger than at insertion. PICC line was ordered to be discontinued. Upon examination revealed a split at the 15 cm marker when white port was flushed.